Manufacturer narrative:
H11: correction to h10: the customer evaluated the device with the assistance of the remote service engineer (rse). The customer states that the unit was in power off state and not cycling breaths but did not know if unit was alarming, facility has a nurse call system in place, but the customer could not confirm if the unit was connected at time of incident. The customer requests onsite service for evaluation and repair. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the reported issue. The fse pulled the diagnostic report (drpt), with no error observed, no fault found. The device was confirmed to be operating per specifications and no failure was identified and was put back into service for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: correction to box g: correcting the "date received by mfg" to reflect the date the previous information was received.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned off while in clinical use. It was indicated that therapy was delayed but there was no patient harm reported and the unit was removed from patient without further incident. The customer stated that the unit was in power off state and not cycling breaths but did not know if unit was alarming. Facility has a nurse call system in place, but customer could not confirm if unit was connected at time of incident. Customer requested unit checked through onsite service.